Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error repeatedly. The customer also confirmed receiving a motor position encoder error alarm. Blood glucose value was 216 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion test due to a loose /flush drive support disk. Unable to verify other error alarms in the alarm history due to an over written history file due to a corrupted history file. The motor was tested outside the device and it passed. The pump was received with minor scratches on the lcd window, a scratched reservoir tube window, a cracked belt clip slot, cracked battery tube threads and a cracked reservoir tube lip.